Event description:
It was reported that it was noted that this implantable device battery longevity had decreased substantially since the last regular follow-up appointment. Boston scientific technical services was contacted and confirmed that the device power consumption was increasing and recommended device replacement within 90 days. The device was explanted and replaced to resolve the event. The device is expected for analysis, but has not yet been received. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that it was noted that this implantable device battery longevity had decreased substantially since the last regular follow-up appointment. Boston scientific technical services was contacted and confirmed that the device power consumption was increasing and recommended device replacement within 90 days. The device was explanted and replaced to resolve the event. The device is expected for analysis, but has not yet been received..